Event description:
Boston scientific received information that one day post implant of this device system, it appeared there was noise and oversensing on the right ventricular (rv) lead that resulted in pacing inhibition and greater than two seconds of asystole. R-wave measurements were 8.0 mv and lead impedances were stable. A chest x-ray was done and the results were fine. Boston scientific technical services (ts) was consulted and potential causes were discussed. Due to the possibility that the device may have picked up electromagnetic interference (emi) the patient was moved to a different room. The plan was monitor the patient and no revision was being anticipated. Additional information was received that the issue was thought to be related to emi in the room, and no further asystole was noted. There were no adverse patient effects. At this time, this system remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.